Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm 19 during the load process. The customer's blood glucose (bg) level was elevated with ketones; however, the exact value was not provided. Reportedly, the customer corrected bg level. The customer was able to reload the cartridge.